Event description:
It was reported that a st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24 mm watchman laa closure device and delivery system (wds) were used. When the closure device was deployed in the laa there was st elevation noticed on the electrocardiogram (EKG). The closure device met release criteria and was released in the laa. A left heart and right heart catheterization were performed. The procedure was completed and there were no patient complications. The patient is currently doing fine.